Event description:
Edwards received notification form our affiliate in france. As reported, this was an implant case of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, there was an issue with closing the artery with a proglide system, the proglide system broke. Also, the esheath was partially damaged at its distal end (distal tip torn). It was not sure if the two events are connected. Access was right side, large (8-9mm), tortuous but not calcified. After ballooning the puncture site a 8mm stent has been deployed and over expanded.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
Supplemental report submitted to include correction and completion of the engineering evaluation. Corrected b1, b2, b5, h1, h6 health effect - impact code per additional follow-up received and additional clinical review. The complaint sheath distal tip torn was confirmed per review of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. As no lot number was provided, reviews of the DHR and lot history were unable to be performed. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies . Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''the esheath was partially damaged at its distal end (distal tip torn). Access was right side, large (8-9mm), tortuous but not calcified''. Per review of the provided imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner, as indicated in the image. The failure mode is characteristic of sheath tip tear events as described in an existing product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, presence of tortuosity in the access vessel was reported. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip and tearing it upon advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories f or all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in france. As reported, it was an implant case of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, there was an issue with closing the artery with a proglide system as the proglide system broke. Also, the esheath was partially damaged at its distal end (distal tip torn). It was not sure if the two events are connected. Access was right side, large (8-9mm), tortuous but not calcified. After ballooning the puncture site, an 8mm stent has been deployed and over expanded. It was unknown at what point of the procedure the distal tip of the esheath was torn. The patient outcome was noted to be fine. As per medical opinion, the root cause of the event could be the calcification or the problem with the proglide system.